Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead tip was damaged after multiple placement attempts and was not used. A replacement passive ra lead was implanted successfully. No patient complications have been reported as a result of this event.